Event description:
It was reported that the catheter could not be introduced through the needle into the intrathecal space. A resistance was felt. When the catheter was removed from the needle, it was noted that it was kinked and it was suggested that this was caused by the needle tip. The ascenda catheter was replaced by 8709 catheter. The guide wire was completely advanced into the catheter, a mdt needle was used and the replacement catheter could be introduced without difficulties. A dye study was to be performed on 2011 (B)(6); "pump was tested ok". Patient outcome was noted "fine, as expected".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter portion that was returned did not appear to have any anomalies and indicated no damage from the introducer needle. The guidewire had significant bends to it. Per analysis damage occurred during implant procedure.

Manufacturer narrative:
Catheter: model: 8780, (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.